Event description:
It was reported that insulin gauge on pump displayed amount different than expected, and fill estimate remained static at 105 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer was informed that this could occur due to large variance in measured pressures used to calculate remaining insulin and was advised that once insulin amount matched static value, fill estimate would begin counting down normally, and caller understood and acknowledged provided education.